Manufacturer narrative:
Additional information: b5, b6, b7, d10, e1, h6 and h11. B5: upon follow up, it was reported the patient was discharged from the hospital. The patient was treated with vancomycin injection (1g every 4 days, intraperitoneal), meropenem injection (500mg, once daily intraperitoneal) and ceftriaxone injection (1g twice a day, intraperitoneal) was discontinued. The patient recovered from all the events. On an unknown date, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by decreased appetite, weight loss, generalized fatigue and vomiting. The cause of peritonitis was not reported. The patient was hospitalized and treated with vancomycin injection (1g, daily, intraperitoneal) and ceftriaxone injection (1g, intravenous) and meropenem injection (500mg, twice a day). At the time of this report, the patient was recovering from the events. Action taken with pd therapy was unknown. No additional information is available.